Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor breast implants and suffered several unexplained systemic symptoms, including hashimoto ((B)(6) 2012), fatigue, muscle pain, joint pain, knee inflammation, ankle inflammation, knee replacement, early onset menopause, hormone issue, bruises, stomach issues, stomach bloated, unspecified issues in her blood work, sore nipples, migraines, infections, fever, raynaud¿s syndrome, breast pain, anxiety, depression, symptoms of fibromyalgia and auto immune diseases, and body odor. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation and event date were estimated as (B)(6) based on available information. It is currently unknown if the reported devices are gel or saline. At this time of report, they are reported as saline. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.